Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Reference MFR report: 1627487-2019-05550. Reference MFR report: 1627487-2019-05551. It was reported that the patient was experiencing pain in their left side (groin, hip,and back) after the beginning of the drg system trial. The pain did not resolve on its own and the trail was ended prematurely as a result. Patient also had a seizure in post-op recovery following the trial's end. The issue has since been resolved.